Manufacturer narrative:
Product complaint # (B)(4). Additional information: g 2. Is report source other, g 2. Report source (others). Additional information was requested, and the following was obtained: this report was also submitted to the FDA through voluntary MDR report # mw5116244. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: e 4. Reporter also sent report to FDA?

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? Additional information: the actual device batch number associated with this event is not known. The following are the possible batch numbers: 2959081 and 29734. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2023 and a fibrin sealant preparation device was used. The staff was unable to remove the open tip applicator to apply the laparoscopic tip. The grey lure locks would not unlock. No hemostatic agent was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken and luer locks damaged were returned, in addition, the pre-filled syringe filled with biologic solution. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. The event reported was related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: g6. Type of investigation. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 2959081 and 29734. Batch 2973497 mfg date: october 09, 2021, exp date: october 10, 2026. Batch 2959081 mfg date: september 11, 2021, exp date: september 12, 2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.